Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a recanalization procedure, a balloon rupture occurred. The target lesion was located in the complete totally occluded distal popliteal artery. An offroad¿ re-entry system was advanced to the re-entry site located in the proximal popliteal artery measuring 5mm. The device was not able to re-enter the true lumen, despite 15 attempts made by the physician to reposition the balloon. Ap/lateral views were taken on multiple occasions, all showing the balloon oriented in the correct plane; however, the lancet kinked and the balloon burst at 2atms during the 15th and final attempt to re-enter the true lumen. The device was successfully removed from the patient. The procedure was aborted and the patient was scheduled for open bypass surgery due to an ischemic foot. No patient complications were reported and the patient¿s current condition is stable.